Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens, -14.0 diopter in to the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic torn/broken. (B)(4).